Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Customer stated that power error alarm for multiple time. Troubleshooting steps were provided for power error detected alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received pump error 25 due to connector resistance issue. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The device passed the displacement test, self test, sleep current measurement and active current measurement.